Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent laparoscopy, laparotomy, lysis of adhesions, right so and colporrhaphy due to pelvic pain, cystocele, rectocele and sui. It was reported that patient underwent repairing incision/release the vaginal mesh/band on the right mid-vagina laterally on (B)(6) 2012 due to tender band. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that patient underwent transvaginal removal of mesh, a&p repair on 1(B)(6) 2012 due to pelvic pain. No additional information was provided.